Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule fell off into the pt's stomach and was not retrieved. Another capsule was placed normally. The pt was not injured following the procedure.